Event description:
It was reported that the patient developed an infection to the ipg site. The patient underwent an ipg and leads explant procedure and was doing well postoperatively. Additional information was received that no further information could be obtained despite good faith efforts.

Manufacturer narrative:
Date of event : approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7114022 / 7118571.

Event description:
It was reported that the patient developed an infection to the ipg site. The patient underwent an ipg and leads explant procedure and was doing well postoperatively.